Manufacturer narrative:
Soundstar catheter, model #: m-5723-05, lot #: s1081889. Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the blood pressure started to drop (68/43) after ablation at the rpv wall from posterior to anterior. Ablation was continued while the blood pressure was maintained by medication. However, more effusion was confirmed during ablation. 20mm of effusion was confirmed. The physician did not expect the amount of effusion because according to ultrasound findings only 4.4mm of effusion was indicated. The physician interrupted ablation and drainage was performed immediately. The patient was under observation in the catheter laboratory. The physician restarted ablation based on the patient's condition. Pvi and cti were completed without further issues. The physician stated that he had felt some difficulty when inserting the cs catheter (non bwi product) and the cardiac wall might have been damaged by the cs catheter at that time. Due to that situation, he also stated that there was no causal relationship between the effusion and j and j's products. Additional information provided stated the effusion was confirmed soon after the start of the procedure. It was updated the patient was recovered.